Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited a socket that did not seat properly, allowing light to escape, and was difficult to plug in and engage. The issue was found during inspection for use. There were no reports of patient involvement.